Event description:
A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery (B)(6) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery 86400343 has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse event resulted from the damaged battery. Device evaluation of battery 86345917 has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched.